Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Device analysis noted a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was observed as a link separation at the anterior cuff. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss appears to be related to circumstances of the procedure. It is likely the observed link separation occurred due to interaction with the patient anatomy during plunger retraction. The posterior foot was observed to be separated; however, was not returned and the foot location is unknown. The account was notified of the observed posterior foot separation. In this case, the observed foot separation was not reported and may have occurred due to post procedure handling or device interaction with the patient anatomy during removal. However, this cannot be conclusively determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.